Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6: a device history record (DHR) review was conducted: part: 04.038.000s; lot: 2l84342; manufacturing site: bettlach; release to warehouse date: 15.jan.2019; expiry date: 01.jan.2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: a product investigation was conducted. The received end cap was forwarded to the manufacturing site for evaluation. The relevant features were measured and have fulfilled its specification. A functional test has been performed with gages for the thread and with a gage for the hole and both measures pass the tests, the complained malfunction could not be replicated. Complained issue could not be replicated and/or confirmed based on the available information, including received pictures as a functional issue is in general not visible on a picture. Therefore this complaint is rated as unconfirmed for the received end cap. Without the involved tfna nail no root cause for the complained malfunction can be defined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No facility reporter available; reporter is company representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient had an open reduction internal fixation (orif) surgery with trochanteric femoral nail advanced (tfna) due to a femoral trochanteric fracture. However, after an unknown insertion handle was removed, the surgeon has tried to insert the reported end cap into the nail using an unknown screwdriver, but the tfna end cap could not be inserted completely into the tfna nail. Then, an ap/ml images were taken and confirmed that an alignment between the nail and end cap was correct. The surgeon then suspected that the locking mechanism might have not been advanced completely before insertion of the end cap. Thus, upon checking using an unknown cannulated flexible screwdriver for proximal femoral nail antirotation (pfna), it was confirmed that the locking mechanism had been completely advanced correctly. Finally, the surgeon has decided not to insert the end cap. The procedure was successfully completed within a thirty (30) minute surgical delay without inserting the end cap. There was no adverse consequence to the patient. Concomitant devices reported: unknown tfna helical blade (part # unknown, lot # unknown, quantity 1), unknown locking screw (part # unknown, lot # unknown, quantity 1), unknown screwdriver (part # unknown, lot # unknown, quantity unknown), unknown insertion handle (part # unknown, lot # unknown, quantity 1). This complaint involves two (2) devices.